Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced low voltage which may have been caused by disruption of power to the mobile power unit (mpu) based on the log file review by the manufacturer's technical service representative. The brief disruption of power the mpu might be caused by the house power disruption, or power cord coming loose either at the mpu or ac wall outlet. The patient does use the v-lock connector. The cause of the no external power while the device was connected to the mpu was unknown. The patient cable portion of the mpu has some cuts in it. The entire mpu was exchanged and will not be returned for evaluation.

Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide#: (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Section g3: correction. Section h4: additional information. Manufacturer's investigation conclusion: the reported event, of the patient losing external power while connected to the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 log files for review as there were loss of external power events and a controller exchange. Technical service reviewed the log files and replied to the customer. The first log file contained approximately 8 hours of patient event data. There were 15 minutes of intermittent power loss events occurring while the patient was using the mpu for external power. The lvad system was powered by the controller¿s backup battery during these loss of external power events. The patient resolved the issue by changing to the backup controller. The mpu was not returned for evaluation. The customer did not report the reason for the loss of mpu power; no cable disconnection or mpu damage were reported. The second log file was after the controller exchange and contained approximately 2.5 hours of patient data. There were no operational issues noted in the log file. No further information was provided. The manufacturer is closing the file on this event.